Event description:
Customer reported that only the up button on the insulin pump's keypad was responding. Customer also reported that the numbers on the insulin pump's screen were ramping. Customer does not recall any significant events leading up to this error. Blood glucose level was 161 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.